Event description:
It was reported the valve was implanted. One day postoperatively, the surgeon was not satisfied with the leaflet movement. The valve was removed and replaced with s smaller sjm valve of the same model. Additional information has been requested.